Event description:
The customer called to request information on how to implement an alarm settings policy at the hospital. The customer had called to investigate a "communication loss" warning message at the central nurse's station (cns). While looking into the settings, customer observed that the "arrhythmia alarm" was set to off on the bedside monitor (bsm). About 10 minutes prior to the call, the patient connected to this bedside monitor was reported deceased after exhibiting an arrhythmia condition in which there was no alarm.

Manufacturer narrative:
Details of complaint: the customer called to request information on how to implement an alarm settings policy at the hospital. The customer had called to investigate a "communication loss" warning message at the central nurse's station (cns). While looking into the settings, customer observed that the "arrhythmia alarm" was set to off on the bedside monitor (bsm). About 10 minutes prior to the call, the patient connected to this bedside monitor was reported deceased after exhibiting an arrhythmia condition in which there was no alarm. Service requested / performed: troubleshooting: in a follow-up correspondence, the customer asked the following questions: can the monitors be programmed to divert back to the "arrhythmia analysis- on" setting after it is 1) disabled and then enabled or, 2) after a patient has been discharged? The customer had it set as a default but noticed that once the arrhythmia analysis is turned off, it does not revert to the default setting after the monitor is turned off and back on or when a patient is discharged. The customer was informed of the following information: for the bsm-4000 series, the feature to "lock" the arrythmia alarms setting to on or off is available in the bsm-4000 series v03.40. This means they are either on or off for all patients after a discharge and when admitting a new patient. For the feature to revert to the "arrhythmia analysis- on," you would have to upgrade to v05.05, which is the current version for the bsm-4000 series. On (B)(6) 2019, the customer had initiated the process of upgrading to the latest software version. Investigation summary: the device functioned as intended in the reported incident. There is no indication that the design of the software and/or the device has direct correlation to the user selecting the alarm setting to off. This is an isolated incident of use error. The bsm-4100 series is a discontinued product. Subsequent available software versions allow the user more ways to manage the alarm policy. No CAPA is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the bsm: model #: ni. Serial #: ni. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the arrhythmia analysis setting was not enabled at the cns, and that 10 minutes prior (approximately 15:21) a patient had been reported as deceased. The patient had an alarm condition that did not alarm because the arrhythmia analysis setting was set to off. This was due to user error and not considered to be a device malfunction. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the arrhythmia analysis setting was not enabled at the cns, and that 10 minutes prior (approximately 15:21) a patient had been reported as deceased.